Manufacturer narrative:
Event date: exact date unknown, event occurred shortly after the device was implanted on (B)(6) 2022.

Event description:
It was reported the patient experienced a loss of feeling and use of his legs following the procedure to implant the spinal cord stimulation (scs) system. The physician assessed a hematoma as the source of the neurological symptoms and noted the hematoma was not believed to be related to the device. The patient was hospitalized and underwent a procedure where the hematoma and the lead were removed. The physician cut the lead off above the anchor and left the end of the lead and the ipg implanted in the patient. The patient was admitted to a rehabilitation facility post-operatively. The lead was not returned for analysis as it was discarded by the facility.